Event description:
Pt had unexplained high (600 mg/dl) and low (40 mg/dl) blood glucose levels for the past two weeks. Pt reported that their physician and diabetes educator feel the device is the cause of the problem. Pt self-treats high blood glucose levels by delivering additional insulin.